Manufacturer narrative:
Additional information was received that the patient had an explant procedure with an unknown reason. Device evaluation indicated that the leads were cut approximately three inches from the proximal ends. The distal portion of the leads were not returned. Damage to the leads was a result of a typical explant procedure and was not considered a failure.

Event description:
A report was received that the patient underwent a revision procedure for an unknown reason.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2208-70, serial #: (B)(4), description: st linear lead 70cm.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2208-70 serial #: (B)(4), description: st linear lead 70cm.

Event description:
A report was received that the patient underwent a revision procedure for an unknown reason.

Event description:
A report was received that the patient underwent a revision procedure for an unknown reason.

Event description:
A report was received that the patient underwent a revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient's symptoms were redness at pocket site and slight fever. IV antibiotics were prescribed during the procedure. The physician believed that infection was not device related.

Event description:
A report was received that the patient underwent a revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure due to infection at the pocket site.